Event description:
The duett sealing device was deployed following a diagnostic catheterization (via a 6f sheath, right common femoral artery). The deployment technique was unremarkable. However, the pt coughed during the [duett] deployment, which may have dislodged the procoagulant, thereby disrupting hemostasis and resulting in an immediate hematoma. The hematoma resolved and the pt was discharged to home. The pt was re-admitted three weeks later with a diagnosis of pseudoaneurysm which was successfully treated with ultrasound guided compression.